Manufacturer narrative:
The device was returned for evaluation. The result of the sample evaluation confirmed that the unit had separated in two pieces at the re-port. The inner displays some signs of stretching. Guidewire movement was found to be stiff but not completely blocked. The re-port is damaged and two holes can be seen at the re-port. During the sample evaluation, the guidewire could be inserted but was stiff to move. There was no damage along the shaft which would contribute to restricted movement of friction. We are unable to determine if the separation of the catheter occurred prior to or as a result of the force required to remove the device. The IFU states: if resistance if felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is suspected. This may be accomplished by firmly grasping the balloon catheter and the sheath as a unit and withdrawing both together using a gentle twisting motion.

Event description:
It was reported that during an interventional procedure, the device became stuck o the guidewire. There was difficulty experienced when withdrawing the device and it became separated in the pt. The 6f sheath was kinked during the procedure. In order to remove the sheath, the balloon and the guidewire, the physician performed an arterial cut down. There is no pt, vessel or lesion specific info available.